Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 the following sections were corrected: d9 visual examination of the returned product identified the liner has multiple fractures/breaks around the bottom of the top rim feature spanning approximately 75% around the liner. There are large gouges present on the o.d. And i.d. Surface. The liner was submitted for further analysis. Analysis determined the fracture in the liner was due to overloading on the rim of the liner. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown locking ring. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 15 years post-implantation, the patient underwent a left hip revision due to a broken liner and the patient was experiencing pain. A new liner and replacement locking ring were implanted. Attempts have been made and no further information has been provided.